Manufacturer narrative:
This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -9.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged with a longer length lens due to low vault. The exchange resolved the problem. Cause is reported as unknown.